Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needleless connector disconnects the following information was received by the initial reporter with the following verbatim: the infusion sets do not engage correctly, the device is accidentally disconnected and there is a reflux of blood from the venous catheter.

Manufacturer narrative:
Additional information: event details added to b5. Investigation results: no samples were received for investigation of pr 9734174, in which the customer has stated: ¿the infusion sets do not engage correctly, the device is accidentally disconnected¿. The product in use at the time is reported to be a mz1000 from lot 23025523. Further correspondence from the customer confirmed that the maxzero was connected to the connecting product through luer lock connection and there was no backflow of infused drug. The customer also confirmed that there were no damages on the product, no leakage was observed and the reported issue was identified at the end of the infusion. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23025523 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 products in the past 12 months.

Event description:
Additional information: please confirm when the failure was identified during priming or during infusion. If during infusion, later how long? It was verified at the end of the infusion. Please confirm if there was any leakage as a result of this? - no leakage . Please confirm if there is any visible damage on the set - cracks, glare, deformation of the piston? Not present. Please confirm if there was any back up of drug/infusion fluid from the patient? No. We inform that there was no impact on the patient, no leakage of blood.